Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported (B)(6) pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause could not be determined.